Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the left ventricular lead was dislodged. The lead was capped (B)(6) 2020 and replaced.

Event description:
New information received notes the dislodgement was discovered during a check in hospital and confirmed by chest x-ray. The patient was stable before, during and after the procedure.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. Analysis was normal. No anomalies were found.